Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting occlusion alarms when the pump did not have an occlusion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple call service alarms on the reported event date. The time and date were accurately set at the start of investigation. The pump was able to successfully perform a priming sequence. The pump was exercised for 24 hours with no occlusions. The force sensor was found to be out of calibration. The pump cover was opened and the force sensor resistance was found to be in specifications.